Manufacturer narrative:
The agent reported patient's knee was loose and unstable the 10mm poly was removed and sized up to a 12mm insert. Female 63. Complaint has been evaluated and is similar to report number 1644408-2024-01937; 341-12-704, s810 - device loosening, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient's knee was loose and unstable the 10mm poly was removed and sized up to a 12mm insert.